Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clips not closing. Coming off". Patient status - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with no clips and the lockout broken through. Upon visual inspection, engineering noted no external damage to the device. Engineering loaded clips individually and actuated the unit. Each fired and closed properly. Engineering was unable to replicate the complainant's experience of "clips not closing." The root cause could not be determined as engineering was unable replicate the event. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.